Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing, the device self activated. An x-ray showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the right side bumper was in two pieces. Therefore, the investigation can be confirmed for self activation. However, the investigation is inconclusive for failure to prime. The bent right bumper likely contributed to the incomplete cannula tang engagement and the self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2021).

Event description:
It was reported that the device allegedly failed to prime. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the device allegedly failed to prime. There was no reported patient injury.